Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post-paced t-wave oversensing (pptwos) was noted during a follow-up appointment, identified by the physician during review of stored electrograms. No inappropriate therapy was delivered as a result of the issue. Reprogramming was recommended and the patient was stable.